Manufacturer narrative:
Findings: pump was received with failed battery test alarm and battery out limit alarm after battery change due to corroded battery tube. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and battery out limit. Customer's blood glucose was 7.9mmol/l. The customer had remove and replace battery with new (B)(6) aaa battery and got battery failed alarm. The customer was replaced battery again and put cap back on pump powered on ok and no alarms. The customer advised that no confidence in pump. The customer was advised that we would replace it.